Manufacturer narrative:
(B)(4). The actual sample has not be returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to evaluation of the user facility information provided. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information it is likely that the dilator was inserted off center of the cross-cut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the instruction-for-use (IFU) with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage. Follow-up communications with the user facility confirmed the following information: excessive leaking at the valve; blood loss is unknown; the procedure was completed; and the patient is reported in stable condition.